Event description:
It has been reported to philips that the frontal ippc (image processing computer) failed. The device was not in clinical use. There was no reported patient or user harm.

Manufacturer narrative:
Philips has investigated this complaint. Philips field service engineer (fse) inspected the system onsite and confirmed that frontal ippc failed. Fse performed troubleshooting and identified that frontal ippc failed in post and need to reload the os and software, fse reloaded os and software to the frontal ippc, fse recreated image store. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.